Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had delivered a correction bolus to lower the blood glucose (bg) level. The level of the bg was not reported. The customer did not provide further information regarding the event and reportedly, delivered another correction bolus.